Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. F12 unk.

Event description:
It was reported that the atrial lead exhibited low lead impedance, unacceptable thresholds, and a sensing anomaly. The lead remained implanted.